Event description:
The customer reported that after defib sits for a while it does not come on. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that after defib sits for a while it does not come on. No pt involvement was reported. The customer reported that replacing the processor pca resolved the issue.